Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence due to a malfunctioning artificial urinary sphincter (aus). A surgical procedure involving was performed in which new aus was implanted. The patient did not experience any complications.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence due to a malfunctioning artificial urinary sphincter (aus). A surgical procedure involving was performed in which new aus was implanted. The patient did not experience any complications.